Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013; 6996 sq58 lead, implanted: (B)(6) 2008; 6981m adaptor, implanted: (B)(6) 2008; 5071-53 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission an impedance warning occurred for low pacing impedance. Multiple alerts were noted to have been triggered for this issue over the previous years. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.